Event description:
It was reported that a wireless battery module g suffered fluid intrusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported fluid intrusion. Corrosion was found on the radio printed circuit board, rendering the device un-repairable. The device was retired from service.